Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 9 months, it was reported that shock impedance values > 150 ohm from (B)(6) 2015 were observed during a follow up visit on (B)(6) 2015. The physician reportedly decided to monitor the patient closely until the next follow up visit scheduled for september 2015. The system remained implanted at that time. No adverse patient side effects have been reported.